Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. Two actual samples were received for evaluation. An already opened one and one unopened sample. Visual inspection revealed that the sampling line tube had fractured at the joint with the oxygenator blood outlet port. Magnifying and electron microscopic inspections of the fracture cross- sections of the sampling line tube confirmed that there was no anomaly on the surface that could have been a trigger of the generation of the fracture with no embedded foreign substance or air bubbles trapped in the material. The surface was in the smooth state on some part and in the rough state on the other part. On the smooth part some streaks were found to have been generated. This streak pattern implies that the fracture developed in the direction of the streak pattern. The sampling line tube was cut vertically at one point and the cut cross-section was inspected under magnification. There was no unevenness in the wall thickness. The outside and inside diameters of the tube were confirmed to be equivalent to those of the current product sample. Reproductive testing was performed; more than one test product sample, after having been cooled down to minus 10 oc, were dropped from 1.5m high in the state of packed in the box in the normal manner. As the result, some of the tubes became fractured at the connections to the ports. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g.cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was cooled down due to a low temperature during transportation in a cold season and/or due to the storage environment and that, in this state, it was subjected to some excessive shock force due to being handled inattentively during transportation, resulting in the reported fracture of the tube. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Review of device history records and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that after they opened the inner package in the box, they found that the capiox sample line was broken at the joint of blood outlet. The event occurred pre-treatment.